Event description:
The customer reported to olympus that the tracheal intubation fiberscope had a leak. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the coat is peeling off the image guide snake pipe (more than 1mm2). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation it was found that the connecting tube has coating peeling, of (1mm2 or more). Additional findings were as follows: due to a pinhole on a-rubber, water tightness is lost, due to deformation of control unit, water tightness is lost, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to damage on channel tube, channel cleaning brush cannot inserted smoothly, the control unit, the eyepiece, the diopter ring, the grip, the up/down plate, the angulation lever, the scope cover all have a scratch, the bending tube, the connecting tube both has a dent, and the venting connector under the grip is shaved. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observe coating peeling from the light guide tube issue could not be determined, however, the issue was likely the result of repetitive use stress, external factors and or user handling/mishandling. The event may be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.2 endoscope preparation and inspection inspecting the endoscope body 1. Visually check that there are no scratches, chips, deformations, or other abnormalities on the exterior of the control panel. 2. Visually check that there are no bends, kinks, bulges, or other abnormalities in the soft part near the boundary between the bending part and the insertion part. 3. Check that there are no abnormalities on the appearance of the insertion tube, such as cracks, dents, bulges, edges, protruding metal wires from inside, protrusions, floating resin, or peeling. 4. Gently grip the insertion tube with your hand and slide it along its entire length, making sure there are no snags around the entire circumference. Also, check that the soft part is not abnormally hard. Olympus will continue to monitor field performance for this device.